Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (BG) levels between 510 mg/dL-displayed as "High"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump as well as a correction injection to address the BG.